Event description:
The customer reported she is unable to turn on her pump even after plugging into a power source for a couple of hours. The impact to her blood glucose level is unknown.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.